Manufacturer narrative:
H4: correction: in initial report, the manufacturer date provided was inadvertently reported as 07/30/2005, however the correct date is 01/13/2000. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The system was evaluated by a field service engineer who replaced parts and calibrated the system. System meets all specifications upon departure. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a system error occurred during the treatment on (B)(6) 2021 which interrupted the treatment. The patient returned on (B)(6) 2021 to complete the treatment.